Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 58-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after 2 hours of support the pump was explanted due to high purge pressures. The pump was explanted and replaced without any harm or injury from interruption.

Manufacturer narrative:
D.9 updated as the pump was returned for investigation. The investigation for the high purge pressure has been completed. The pump was returned for investigation. No physical abnormalities were observed on the returned product. No biomaterial was observed in the purge gap and impeller. The pump was soaked for 15 minutes before purge testing using a test cassette. High purge pressure was not reproduced during the test. The pump ran within specification during test. Data logs showed a gradual increase in purge pressure after implantation, with several high purge pressure alarms. Purge pressure did not change after the cassette change procedure. No trend was noted in motor current and placement signal. Saturated pump flow was noted while the pump was running on p-level 5. Heparin was not administered in the purge fluid. As per clinical details, the pump was explanted after continuous high purge pressure alarms even after troubleshooting. The cause of the high purge pressure issue was most likely biomaterial. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ f.6 and f.8 dates were reported on the initial manufacturer device report number 1220648-2024-11538 and should not have been. H.10 additional manufacturer narrative instructions for use were revised from the initial manufacturer device report number 1220648-2024-11538 in accordance with updated procedures.